Event description:
It was reported that a clinical study patient experienced an adverse event of fainting. The event was reported to be probably related to vns stimulation/device. The patient's vns therapy was disabled in response to the adverse event, and the event resolved on (B)(6) 2026. No other relevant information is available to date.